Manufacturer narrative:
Device unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Device passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 225 mg/dl at the time of the incident. Customer stated that insulin was "squirting out" during the manual prime process. The customer stated that the drive support cap was normal. The customer also reported low blood glucose level of 60 mg/dl. The customer treated with food. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.